Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "textured, baker IV contracture." Device evaluation: analysis of the returned device identified: cloudy in the gel, wear abrasion and overweight, however, a review of the weight reports generated during the manufacturing process is performed and all units were within specification. Therefore, the overweight observed during the additional analysis is not considered a workmanship. Bubbles in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Patient reported "hardened area on top of breast." Healthcare professional reported left side "textured, baker IV contracture." Device has been explanted.

Event description:
Additionally, healthcare professional reported "creases."

Manufacturer narrative:
Additional, corrected, and/or changed data: b.5., b.6.